Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited lamp won¿t ignite. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified. However, it is likely that the lamp fails to ignite due to either a lamp failure or reaching the end of its life expectancy. Olympus will continue to monitor field performance for this device.